Event description:
A peritoneal dialysis (pd) patient experienced an abdominal cavity infection. The cause of the event was reported as due to a fungal infection. It was not reported if the patient was hospitalized for the event. The patient was treated with fluconazole for the event. At the time of this report, the patient has recovered from the event. Pd therapy was continued at the earlier stage of treatment and was withdrawn at the later stage of treatment. No additional information could be provided as the reporter declined follow up.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2021. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.